Event description:
On (B)(4) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter stated that a call service alarm had occurred during the prime step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: multiple call service alarms were observed in the black box on the reported failure date of (B)(6) 2014. The time and date were accurately set at the start of the investigation. The rewind, load, and prime steps were prohibited due to a call service alarm on the load step. The pump was not exercised for 24 hours due to duplicated alarms. The pump was opened for further investigation and the force sensor shim plate was observed to be bent. Unrelated to the initial complaint, the pump booted to the verify screen with dim pink contrast. The keypad was observed to be torn on the top of the ok key. The contrast, ok, up and down keys were intermittently unresponsive to testing. The keypad was removed to investigate and contamination was observed under the contrast, ok, up and down button contacts. The ok and down button contacts were observed to be inverted.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.